Event description:
In the clinical lab, incorrect results from the cx7-delta instrument were reported for approx 12 hours with no warning to operator. Sodium and chloride results were incorrect because of a serum clot in the analytical pathway (discovered by MFR's service rep). Magnesium and phosphorus results, as well as other chemistry values, were also incorrectly reported. The MFR's verbal report attributed those false values to a looser mixer paddle. 160 specimens had to be re-analyzed, pts records edited, and clinicians notified. Pt treatment decisions had been made on false values. Although one pt was critically ill and his care was complicated by the treatment plan based on the false values, it cannot be determined if his condition worsened as a result of that initial treatment.